Event description:
One pt sample with discrepant troponin t results. Initial results gave 0.068 ug/l. Same sample repeated in 2007 gave result of <0.010 ug/dl. If additional info is received, appropriate notification will be provided.